Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance over the past year has ranged from 105 to 167 ohms. This product remains in service. No adverse patient effects were reported.